Event description:
It was reported that the patient was informed she had no leads "functioning." No further information was reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377775, lot # v009047, implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type extension; product ID 3487a-33, lot # v005108, implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information reported the patient had a lot of pain and ¿their leg would be gone.¿

Manufacturer narrative:
(B)(4).